Event description:
It was reported that the patient presented for a follow up. The patient experienced muscle stimulation from their right ventricular (rv) lead. The rv lead was explanted and replaced without issue. The patient was discharged.